Manufacturer narrative:
The subject device in this report has not been returned to omsc for evaluation. Omsc reviewed the manufacturing history (DHR) of the subject device and confirmed no irregularity. The cause is presumed to be a failure of the ccd or the electrical circuit board inside the video connector, or a malfunction on the video system center. The exact cause of the reported event could not be conclusively determined at this time. If additional information becomes available, this report will be supplemented.

Event description:
Olympus medical systems corp. (Omsc) was informed that during an unspecified procedure using the subject device, scope communication error was displayed on the monitor. Olympus service operation repair center (sorc) checked the subject device, however the reported phenomenon could not duplicated. There was no report of patient injury associated with the event.